Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "massive weight loss" from gastric bypass surgery. Subsequently, the device system was explanted as it became uncomfortable. See mfg report # 3004209178-2011-00555 for subsequent replacement neurostimulator issue.